Event description:
Litigation papers allege patient has suffered hospital and medical expenses, impaired earning capacity; conscious pain and suffering and emotional distress. **update**(B)(6) 2012 - medical records were received. The revision operative report indicated that there was corrosion on the trunnion.

Manufacturer narrative:
Additional information received: brand name, device product code, implant date, PMA/510(k) #, manufacture date. Depuy still considers the investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.